Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6- this complaint is not confirmed as no issues were identified and a full functional test could not be performed due to lack of mating device being returned. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part: 393.100. Lot: 29p0020. Manufacturing site: hägendorf. Release to warehouse date: 09.december 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.,part number: 393.100. Lot number: 29p0020. Manufacturing site: haegendorf. Release to warehouse date: 09 december 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Device available for evaluation?: device returned. Initial reporter is j&j company representative. Device history lot: part: 393.100. Lot: 29p0020. Manufacturing site: (B)(4). Release to warehouse date: 09.december 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Investigation summary: the functional issue, that the universal chuck with t-handle cannot hold a screw, could not be confirmed according to the received pictures. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that univ-chuck w/t-handle cannot hold a screw. This report is for one (1) univ-chuck w/t-handle. This report is 1 of 1 for (B)(4).